Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has requested that the sureform 45 stapler instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted appendectomy surgical procedure, the sureform 45 stapler clamped down on colon tissue after the second firing and failed to unclamp/release from tissue. No system error/fault was displayed. The surgeon was able to open the jaws enough to release the tissue, although some tissue was still caught on the jaws. There was a minimal amount of bleeding. No unexpected tissue removal occurred. No blood transfusion was needed. The surgeon oversewed the area to control/resolve the bleeding. The site used a different stapler to finish the case. No photos or videos were available for review. The team plans on returning the stapler. The case was completed robotically.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform 45 stapler instrument for failure analysis evaluation. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. The instrument clamped, fired, and unclamped successfully. A review of the logs found no errors. The instrument was fully functional. No product issue was found.